Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 4 years and 8 months post transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. Per medical records received for the patient, the patient presented with worsening symptoms, more shortness of breath with minimal exertion, and intermittent swelling of lower legs. An echo performed revealed moderate-severe bioprosthetic valve stenosis, sapien 3 ultra valve leaflets appeared calcified and restricted. There was mild central regurgitation. The peak gradient was 62.6 mmhg, and the mean gradient was 32.3 mmhg. Moderate aortic valve leaflet thickening was noted. It was decided to proceed with an aortic valve replacement procedure with aortic sinus enlargement and a 23mm inspiris surgical valve was implanted. Per the explant operative report surgeon's findings: aortic valve: tavr with restricted mobility of all 3 leaflets, with fibrin deposition at the base of the leaflet preventing opening.

Manufacturer narrative:
A supplemental MDR is being submitted due to completed engineering evaluation. Sections g6, h2 and conclusions in this section have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for calcification was confirmed based on the medical record provided. Available information suggests patient factors (hyperlipidemia) likely contributed to the event as the patient has medical history of hyperlipidemia. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.